Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported the patient had an MRI on saturday (B)(6) 2024 and the pump was read today for the first time since the MRI and was still showing a motor stall (codes 99 and 100). The agent reviewed telemetry mode and explained in that scenario the recovery log will generally show up within ~20 minutes. The healthcare provider stated she has read the pump twice but it's only been ~5 minutes since she first read it. The healthcare provider read the pump again while on the phone and it is still showing a motor stall and it was recommended reading the pump again in ~20 minutes.